Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert had triggered causing the patient to go to the emergency room (ER). From the ER, a remote transmission was received indicating lead warning of high impedance in the right ventricular (rv) lead superior vena cava (svc) coil. The patient reported feeling dizzy prior to the audible alert. The rv lead was found to have low sensing and elevated high thresholds. The lead was reprogrammed until lead revision. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.